Event description:
Reportedly, the pacemaker involved in this MDR report device was implanted on (B)(6) 2010 without any kind of problem and regularly followed until (B)(6) 2012. Two years after implant, the pt was admitted two times in emergency room due to dizziness (on (B)(6) 2012). No telemetry and no magnet response was observed. The device was explanted and returned for analysis. Another device was implanted.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.